Event description:
It was reported that (1) 355l was used during a dome down lap chole procedure. It was reported by the rep that the dilating tip trocar's blade would not engage. Opened another device to complete the case. There was no consequence to pt.